Manufacturer narrative:
Additional data: additional MFR narrative: testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 166679 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 / lot 166679, test base part number 10732998 / lot 163341. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 166679 showed that the complaint rate is (B)(4). Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination. Ref MFR no: 1221359-2022-02757.

Event description:
The consumer reported false positive results with the alere determine hiv 1/2 ag/ab combo 25t test performed,this report addresses lot 166679 and is one of two. Although requested, no additional patient information was provided.